Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the tissue was not cut and the knife blade disengaged.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.